Event description:
Prior to implantation, the device was found to be in backup vvi (bvvi) mode. A new device was selected for implant. No consequence to the patient.

Manufacturer narrative:
The reported event of device in unexpected mode switch was confirmed. The device was received in backup mode with normal telemetry communication. Analysis of the device image indicated the device went to bvvi due to hardware reset error. The device was restored by reloading product code followed by analysis indicating normal interrogation results. Backup vvi mode was reproduced at lower temperature, and this is consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. DHR review was performed and device passed all tests prior to its distribution.